Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) went into a ventricular tachycardia storm. Multiple episodes were noted to which anti-tachycardia pacing (atp) and shocks were delivered to the patient, however, the electrograms were overwritten. Technical services discussed device behavior. No adverse patient effects were reported.